Manufacturer narrative:
This event is being recorded under zimmer biomet complaint number (B)(4). The device has been returned to the manufacturer and evaluation is in-process. Once the evaluation is complete, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that while the or staff were preparing for the case when they noticed smoke and heard a sizzle coming from the battery pack of the device. Staff alerted fire safety and biomed, and reported that the battery pack was smoking and starting to melt. The cord to the device was cut and the battery pack was opened to safely dislodge the batteries that were causing it to smoke and melt. No staff or patients were harmed in the event. The device was removed from service (B)(6) 2018. It was reported that this was a device malfunction- that is, the device did not do what it was supposed to do. No adverse events were reported as a result of this malfunction.